Event description:
It was reported this was an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an emergent interventional procedure of the left anterior descending (lad) artery. Reportedly, a cuff miss [suture retrieval issue] was noticed with the first two prostyle devices that were attempted. An attempt was made with two additional prostyle devices; however, once inserted they could not be advanced in the artery. Prostyle use was abandoned. The lad interventional procedure was completed. Hemostasis was achieved temporarily with an 8f sheath followed by manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The additional vessel closure devices referenced are filed under separate medwatch report numbers. The device was returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty advancing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.